Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s bladder quit functioning, so the patient¿s bladder doctor wanted to put another device in for their bladder, but instead, another doctor decided they were going to instead put ¿2 wires to the bladder and 2 wires to the colon¿. It was noted that the doctor put the device in and a couple/3 weeks after it was put in, the device started to surface/come out, the patient felt the implant at the top of their skin and come out of their body, so they had to put the implant back in, so it was done twice. The doctor had to take the device out again and ¿rewire¿ things because it did not sit right. The patient did not feel like the device had ever been set right regarding the frequency, and that the settings were so low that sometimes the implant wasn¿t even on, which did no good for their bladder or their bowels because they had to self-catheterize. It was noted that the doctor kept setting the device to where the patient only felt stimulation in the cheek of their butt when it shouldn¿t be there, and stimulation was outside of the bike seat area. The stimulation was noted to be too uncomfortable to sit and was not working for their bladder because ¿urine¿ might come and they would have to self-catheterize. The patient had a person come out before to help set the device to its proper settings so that they could get the most out of it. It was noted that the patient would follow up with their healthcare provider (hcp). No further complications were reported/anticipated.